Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle build up in needle shaft thus resulting in clogged needle. The following information was provided by the initial reporer: customer states there is build up in needle shaft.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Correction: this MDR is to be considered canceled. It has been determined it is a duplicate of MFR# 1024879-2022-00473.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle build up in needle shaft thus resulting in clogged needle. The following information was provided by the initial reporter: customer states there is build up in needle shaft.